Manufacturer narrative:
As reported, patient had possible allergic reaction and hematoma post implant of flat mesh. The patient's allergist has been provided with a sample mesh to perform reactivity testing. As reported, the testing has not been scheduled. Based on the information provided to date, no conclusion can be made. If/when reactivity test results are provided, a supplemental MDR will be submitted. The adverse reactions section of the instructions-for-use, supplied with the device lists hematoma as a possible complication. To date, this is the only reported complaint for this manufacturing lot. Note, the date of event ((B)(6) 2023) and date of implant ((B)(6) 2007) are provided as a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, patient with history of breast cancer, underwent breast reconstruction procedure which grafting from her abdominal wall was involved. In 2007 patient underwent an abdominal wall reconstruction procedure using a flat mesh for support. It was reported that about 2 years ago, patient started to notice a hardened area along the incision line and was told it was a possible hematoma and the area never resolved. As reported, in (B)(6) 2023, the surgeon performed an exploratory procedure and noted a small pocket of blood. Patient reported of having three more blood filled areas along her abdominal wall that have erupted. It was reported that surgeon would like to perform a reactivity test with a sample of the mesh prior to possibly removing the entire piece of mesh from the patient.